Event description:
In 2008, this pt was implanted with gore excluder aaa endoprosthesis aortic extender components. The following day, the pt expired. Further investigation is necessary.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. De diligence was performed to obtain info to complete all blank required spaces on this medwatch.